Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
(B)(4) received information that this implantable cardioverter defibrillator (ICD) was observed to be in safety mode and exhibited a fault code and was unable to be interrogated. Additionally, high impedance measurements were observed on the right ventricular (rv) lead. The specific measurements were unable to be determined due to the inability to interrogate the device. The local field representative contacted (B)(4) technical services (ts) and inquired if high impedances and recent shock therapy could have an impact on the device reverting to safety mode. Ts recommended device replacement and return. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead fault, a leakage on lead fault and a oscillator mismatch fault was recorded after a shock was attempted and resulted in the device reverting to safety mode. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the recorded fault messages. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.